Event description:
The customer reported the battery is not getting charged, the mains led is not lit, the ventilator only operates on battery power and there is power to the power supply. The customer reported there was no patient involvement.